Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. Customer moved the transmitter within line of sight of the pump, and removed obstruction, however the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.